Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and impedance values, and was suspected for possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. There was blood on the proximal conductor. There was blood on the distal conductor of the lead and it was obstructed. The outer and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned stretched with the lead removal wire stuck in it. Visual inspection found both insulation were pulled apart causing distal and proximal conductor touching each others, and that prevents the electrical continuity testing. Visual continuity inspection was performed for entire conductor and insulation length using destructive testing. No conductor fracture or insulation breach in-vivo were observed. Only explant damage were found. If information is provided in the future, a supplemental report will be issued.